Manufacturer narrative:
Investigation findings: as part of the investigation, it was determined that the injury was not occurred due to heat, since the device does not generate heat itself nor increases or transmit the heat from other sources. Technical specifications of the skin sensor foam disk (p/n 050-1031) were reviewed to confirm that this component is a non-sensitizing and hypoallergenic component. Also, it was noted that the product under investigation is a skin sensor component which is sent to ge in groups of 10 units inside a plastic bag without IFU in it. Note: this product is intended to be used in adult patients, not infants. The skin sensor probes intended to be used in infants are the hnicu family products (hnicu-22, 25, 26, 29, 30, 31, 32, 33, 34, 35, 36, 37 and 38). Also, it was decided to review the IFU of p/n 81-010400 (IFU 74-14902) in order to confirm that there are several instructions to inform about the intended use, contraindications, adverse reactions and precautions related to the product under investigation. Most important remarks on the IFU: contraindications: the adhesive cover on this probe should never be applied to a skin surface which has been damaged by abrasion, laceration, and incision or burning. The use of this skin probe cover on irritated, chafed or inflamed skin is contraindicated. Adverse reactions: while adverse reactions are rare, the following have been associated with use of the skin temperature sensor during use or immediately after use: electrical burns and skin irritation or inflammation. Precautions: take care to insure that the cable and connector do not get wet and proper techniques are used during electrosurgical procedures to reduce radio frequency interference current and potential burns to the patient. An adequate electrosurgical dispersive ground electrode close to the active surgical site should be properly connected. Do not intertwine the cables, especially the monitor cables with the electrosurgical unit's cables.

Event description:
We received a complaint about a burn caused by the skin probe (deroyal p/n 81-011400) on a neonatal patient. I do not have a lot number or. The sample that was used. Attached you will find the complaint and a copy of the drawing for your reference. The customer is claiming this as a burn, but since the skin probe does not produce heat, I'm thinking it is probably a skin reaction. The product was on the patient for less than 12 hrs and was not used with anything else.